Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. Prior to procedure, the cardiac resynchronization therapy defibrillator exhibited crosstalk. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: correction: upon review, the cardiac resynchronization therapy defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. The reported field event was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found.